Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Traces of moisture were noted at the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there's pool water under the lcd display of his insulin pump because he put the pump in his wet swimsuit pocket. The patient's blood glucose at the time of incident was 190 mg/dl. Troubleshooting was initiated for pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.